Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they called the hcp, but they didn't know the settings. The patient added that it is set to 6 they stated that they turned the settings down a lot, but charge the implant morning and evening to keep it charged. The patient mentioned that they wish someone knew the settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the implant charge does not hold very long. Caller stated they charge the implant every day to 100% and the implant is drained within a day since (B)(6) 2026. Caller stated they used to charge the implant every other day. Caller mentioned patient had a stroke back in november or december and they are in rehab. Caller stated patient is on group a, p1-6.8v, p2- 6.4v, p3 -6.7v, p4- 4.0v. Caller asked to change to group b at a lower setting. Agent asked caller to connect with the controller and controller show implanted neurostimulators 30%, controller 100% charged. Agent confirmed patient is able to charge the implant at excellent recharging quality. Patient service confirmed patient did not have a fall or trauma. Agent reviewed device function and recommend caller consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.